Event description:
The patient was submitted to a tota hip replacement (B)(6) 2003. After 8 years, the femoral stem has broken. A revision surgery was performed to extract the broken stem and a longer stem was introduced (kar stem). Procedure prolonged by 120 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. The visual analysis shows a distal break, hypothesis: the rupture is related to a fatigue mechanism. This analysis shows a raw material in conformity, the rupture is related to a fatigue mechanism. It was conclude that the stem failed due to a fatigue mechanism under stress of plane bending cycles type and not because of a bad raw material. The origin of the rupture of the implant is likely that the integration of this stem was not optimal and as a result of significant bending stresses appeared at the base of the stem. The presence of (B)(4) particles has probably weakened the surface of the implant, but if the integration had been correct the notch effect of the incrustations would have been negligible. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.